Manufacturer narrative:
The investigation for the reported low flow issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. No product was returned for investigation. The device log confirms the reported suction alarms. The log also shows instance of positioning related alarms including impella position unknown, impella position in aorta, and impella position in ventricle. The cause of the low pump flow was most likely biomaterial based on the provided clinical information. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there were low flow issues involving an impella pump. Following confirmed placement of the pump, it was documented that continuous suction alarms were being triggered. As a result of the ongoing failure, the decision was made to remove the device and replace it with another pump. There was no reported harm to the patient.